Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that upon interrogation, it was noted that a patient data (pd) code had been declared from this subcutaneous implantable cardioverter defibrillator (s-ICD). The device data was forwarded to boston scientific technical services (ts) for review, and it was confirmed that there was no evidence of widespread data corruption, and that the error was benign. Additionally, the s-ICD battery was depleting normally. Ts recommended continuing with normal follow-up appointments. At this time, the s-ICD remains implanted and no adverse patient effects were reported.